Event description:
Distal left superficial femoral artery stenosis angioplasty was performed. An angioseal device was deployed, with inability to advance or achieve hemostasis. Pressure was applied for about five (5) minutes with hemostasis achieved. The patient's left toe was noted to be slightly cyanotic, although he was not complaining of any symptoms. He had full motor function and sensation. No doppler pulse in the left foot. Repeat angiogram showed an occlusion of the mid to distal left common femoral artery the same location of the original left antegrade puncture. Procedure complicated by occlusion of the left common femoral artery as a result of the angio-seal device. The patient was given a second 3000 unit heparin bolus. Weight-based heparin infusion started. Vascular surgery took the patient to the or the next day for for retained foreign body (rfb) removal. Patient discharged the following day.